Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received two shocks from the device and was noted to have an 18 second charge time (CT). This longer CT was questioned. Technical services (ts) discussed normal follow up for the patient. Additional information was provided that the CT increased to 24.6 seconds, thus not yet at elective replacement indicator (eri). It was noted that this would be discussed further with the physician. No adverse patient effects were reported. Additional information was provided that the device had later reached end of life (eol).